Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005 patient underwent lumbar spine MRI. The findings showed severe central canal stenosis and mild bilateral neural foraminal stenosis with nerve root compression of the sacral nerve roots at l5-s1 secondary to an 11.0 to 12.0 mm disc extrusion/herniation; mild central canal stenosis and moderate bilateral lateral recess stenosis at l3-4 and l4-5 secondary to a 5.0 mm disc protrusion/extrusion; and decreased vertebral body height at t12 related to compression fracture. On (B)(6) 2006 the patient he complained of lower back pain that had increased over the past couple of months with improved strength in his right foot and ankle. He also complained of numbness of the right first and second toes. He reported that he did not feel capable of performing his customary job duties and had a right foot drop. On (B)(6) 2006 patient underwent lumbar spine MRI. The findings showed interval progression of disease at l4-5 resulting in moderate severe central canal stenosis, secondary to a 12.0 mm left paracentral broad-based disc herniation; interval improvement at l5-s1 with mild central canal stenosis secondary to a 4.0 to 5.0 mm broad-based disc protrusion; and mild bilateral lateral recess stenosis at l3-4 secondary to a 4.0 mm broad-based disc protrusion. On (B)(6) 2006 patient underwent MRI, lumbar spine. The findings showed evolution of findings in particular at l4-5 with slightly less conspicuous lesion, however, once again noted was moderate severe central canal stenosis secondary to a 10.0 mm left paracentral disc herniation; interval appearance of mild bilateral neural foraminal stenosis at l4-5 secondary to posterolateral encroachment into the neural foramina; mild central canal stenosis at l5-s1 associated with minimal to mild bilateral neural foraminal stenosis at this level, secondary to discogenic osteophyte disc bulge complex and a 4.0 to 5.0 mm disc protrusion; stable findings at l3-4; and the conus medullaris and cauda equina proximally were grossly unremarkable. On (B)(6) 2007 patient was diagnosed with lumbar spine disc herniation with significant l5 adiculopathy, right lower extremity. He was not yet permanent and stationary and required surgery a long time ago. On (B)(6) 2007 the patient complained of back pain and leg pain with right lower extremity numbness, and tripping while walking secondary to a dropped foot. A physical examination was performed. He was diagnosed with severe disc degeneration and collapse at l4-5 and l5-s1; large disc herniation at l4-5 with severe stenosis; and right leg motor and sensory deficits with footdrop. On (B)(6) 2007 the patient reported severe back and leg pain as well as a large disc herniation with underlying congenital stenosis. On (B)(6) 2007 patient underwent chest 2 views x-ray. Impression was normal examination. On (B)(6) 2007 the patient underwent the following procedure: retroperitoneal exploration and mobilization of the intraabdominal great vessels. No complications were reported. On (B)(6) 2007 the patient reported lower back pain, right l5 radicular pain with foot drop and underwent the following procedure: anterior diskectomy and bilateral foraminotomy and nerve root decompression at l3-4, l4-5 and l5-s1. Partial vertebrectomy with decompression of the spinal canal including l3. L4, l5 and s1. Anterior interbody fusion at l3-4, l4-5 and l5-s1. Placement of allograft bone prosthesis at l3-4, l4-s and l5-s1. Placement of bone morphogenic protein at l3-4, l4-s, l5-s1. Anterior spinal instrumentation at l3-4. L4-5. And l5-s1. Morselized allograft bone graft. L3-4, l4-5 and l5-s1. Spinal cord monitoring including somatosensory evoked spinal cord monitoring and continuous running emgs. Anterior interbody fusion l3-4. L4-5 and l5-s1. The middle sacral walls, as well as the iliolumbar vessels were ligated. This allowed for direct approach at l3-4 and l4-5 from the lateral aspect of the great vessels. Decompression was performed down to the posterior a longitudinal ligament under loupe magnification. Serial dilators were placed in each disc to decompress and remove posterior disc herniation, most notably at l4-5 and l5-s1. 14mm bone prosthesis was placed at l3-4, l4-5, l5-s1 combined with two sponges of bmp to each level. Vitoss as well as morselized allograft was placed around the femoral rings at each level. Anterior synthes titanium instrumentation was utilized. X-rays confirmed appropriate placement. Continuous emg and somatosensory evoked potentials were stale. Good hemostasis was achieved. No complications were reported. On (B)(6) 2007 patient underwent spine lumbar 1 view; spine lumbar 2 or 3 views x-rays. Impression: intraoperative views in a patient undergoing fusion of the lumbar spine. On (B)(6) 2007 patient underwent spine lumbar 1 view. Impression: intraoperative views of anterior fusion l3 through s1 as above. On (B)(6) 2007 patient underwent lumbar spine x-ray. The findings showed intraoperative views in a patient undergoing fusion of the lumbar spine. X-rays, chest. The findings showed right ij central line in place with hypoventilatory change noted. Spine, intraoperative. X-rays, lumbar. The findings showed intraoperative views of anterior fusion l3 through s1. On (B)(6) 2007 patient presented for follow-up and reported middle/lower back pain. On (B)(6) 2007 patient reported some slight right groin numbness. His staples were removed. X-rays were taken and showed intact instrumentation. On (B)(6) 2007 patient underwent MRI to obtain t1 and t2-weighted sagittal and transverse images of the lumbar spine. A total of four sequences were performed. Impression: evolution of findings in particular at l4-5 with slightly less conspicuous lesion; however, once again noted was moderate severe central canal stenosis secondary to a 10.0mm left paracentral disc herniation. There was interval appearance of mild bilateral neural foraminal stenosis at l4-5 secondary to posterolateral encroachment into the neural foramina. Mild central canal stenosis at l5-s1 associated with minimal to mild bilateral neural foraminal stenosis at this level secondary to discogenic osteophyte disc bulge complex and a 4.8-5.0mm disc protrusion. Stable findings at l3-4. 5. The conus medullaris and cauda equina proximally were grossly unremarkable. On (B)(6) 2008 patient underwent lumbosacral myelogram. The findings were contrast in the thecal sac. There had been prior posterior effusion of the mid and lower lumbar spine. On (B)(6) 2008 patient underwent CT myelogram, lumbar spine, with contrast. The findings showed prior anterior and posterior fusion, lumbar spine, from l3 to sl level, without evidence of pseudoarthrosis or loose hardware; and possible small postoperative fluid collection in the laminectomy defect at l4 and l5 causing mild contouring of the posterior thecal sac, otherwise, the central spinal canal and neural foramina were patent. On (B)(6) 2008 the patient reported that he did well for one month after his surgery, but then his pain gradually returned. He noted that he was probably worse now than when he was before surgery, noting that his leg pain was definitely worse and his right footdrop had not improved. He also noted considerable weight gain since his injury. At the time of this evaluation, he complained of back pain with bilateral leg numbness, significant difficulty sleeping due to pain, depression, crying spells, and discouragement. A physical examination was performed. X-rays of the lumbar spine were taken, which showed a wide decompression and fusion from l3 to the sacrum, with pedicle screws in the vertebral bodies of l3, l4, l5 and s1 connected by vertical rods with no cross-linking, and a large right sacral screw extending into the pelvis, with no evidence of hardware loosening or breakage, and interbody bony grafts between l3 and l4, l4 and l5, and l5 and s1, which appear to be incorporating or incorporated. On (B)(6) 2008 the patient presented for pain medicine re-evaluation with complains of low back pain with radiation into right lower extremity. The pain was exacerbated by sitting and activity. The patient noted cramping in thigh and calf as well as foot drop. On (B)(6) 2008 the patient presented for pain medicine re-evaluation with complaints of continued low back pain, right leg pain, and right foot pain. He described his pain as a throbbing and shooting pain that was exacerbated by physical activity. He was still having difficulty sleeping. On (B)(6) 2009 the patient reported that his pain was unchanged, except for he now noted bilateral and right buttock numbness and paresthesias, and a chronic numbness and paresthesias in his right foot with right lower extremity spasms. On (B)(6) 2009 the patient reported exacerbation of his pain with the cold weather. He reported jitteriness and numbness in his bilateral hands from increased topamax. On (B)(6) 2009 the patient presented for pain medicine re-evaluation with complains of low back pain with radiation into right lower extremity with numbness and tingling. On (B)(6) 2009 the patient reported feeling like his right big toe was on fire with decreased use of oxycontin. On (B)(6) 2009 the patient presented for pain medicine re-evaluation with complains of low back pain with right lower extremity pain. On (B)(6) 2009 the patient reported lower back pain, right l5 radicular pain with foot drop and underwent the following procedure: right l2-l3 lumbar facet joint - medial branch nerve injection. Left l2-l3 lumbar facet joint - medial branch nerve injection. Fluoroscopic guidance no complications were reported. On (B)(6) 2009 the patient presented for pain medicine re-evaluation with complains of increased low back pain with radiation into bilateral lower extremities post his injection and had difficulty sleeping. On (B)(6) 2009 patient presented for psychiatric evaluation and reported that on the second anniversary of his injury, he developed depression and was suicidal and felt hopeless. He noted that he was overwhelmed with pain and did not want to continue taking narcotics but also did not want to continue to experience chronic pain. He reported that he had been dieting over the past month, which consisted of lying in bed all day and not eating, which resulted in a 25-pound weight loss. On mental status, he was somewhat psychomotor retarded. The patient was psychiatrically ttd. He was diagnosed with major depressive episode, moderate; and narcotic dependence on (B)(6) 2009, the patient presented depressed and reported anhedonia and worthlessness due to his chronic pain. He noted feeling bleak about the future due to his inability to return to work as a result of his pain. On (B)(6) 2009 the patient presented for pain medication re-evaluation and reported that he continued to experience significant right low back pain that radiates into his bilateral legs which was greater on the right side. He reported that his right lower extremity pain radiates to the bottom of his foot and his great toe. Overall, he reported that his symptoms had increased since his last visit. He reported that he did not note any benefit from the lumbar facet medial branch nerve injection he received on (B)(6) 2009. He was also experiencing headaches along with weight gain. He reported that while at a supermarket last week, he tripped with his right foot and fell but denied any new injuries since then. On (B)(6) 2009 the patient reported right l5 radicular pain with foot drop and underwent the following procedure: right l5-s1 lumbar epidural injection - transforaminal approach. Epidurography (nondural puncture myelogram). Fluoroscopic interpretation of nondural puncture myelogram. Fluoroscopic guidance. No complications were reported. On (B)(6) 2009 the patient presented for pain medicine re-evaluation with complains of low back pain with radiation into bilateral lower extremities. On (B)(6) 2009 the patient presented for pain medicine re-evaluation with complains of low back pain with radiation into bilateral lower extremities along with depression and suicidal thoughts. He felt depression was due to a 25 pound weight gain resulting from wellbutrin. On (B)(6) 2009 the patient presented for pain medicine re-evaluation with complains of low back pain with radiation into bilateral lower extremities which was constant and severe. The pain also radiated to his bilateral buttock region. On (B)(6) 2009 the patient presented for pain medicine re-evaluation with complains of low back pain with radiation into bilateral lower extremities, though greater on the left side. The pain on right radiated to the big toe. On (B)(6) 2009 the patient presented for pain medicine re-evaluation with complains of low back pain with radiation into bilateral lower extremities, though greater on the left side. He also said that his pain had increased and related it to cold weather. On (B)(6) 2010 the patient presented for pain medicine re-evaluation and reported increased pain in his mid and low back for the past few weeks. On (B)(6) 2010 the patient presented for pain medicine re-evaluation with complains of low back pain with radiation into bilateral lower extremities, though greater on the left side. On (B)(6) 2010 the patient presented for pain medicine re-evaluation with complains of low back pain with radiation into his bilateral lower extremities. On (B)(6) 2010 the patient reported chronic lower back pain post lumbar fusion at l3-s1 with lower extremity radiculopathy and underwent the following procedure: percutaneous placement of lumbar spinal cord stimulator lead ((B)(4)). Additional placement of lumbar spinal cord stimulator lead ((B)(4)). Complex programming ((B)(4)). Fluoroscopic guidance ((B)(4)). No complications were reported. The li-l2 interspace was identified using fluoroscopic guidance. The skin was injected with 1% lidocaine and 0.25% bupivacaine mixture. An is-gauge tuohy needles were advanced from a paramedian approach into the epidural space from both left and right of midline. A subcompact 1/8 lead was advanced to the midline at the t7 from the left. A compact 1/8 lead was placed through the right tuohy needle and advanced through the right of midline to the t7 vertebrae. The patient was then tested to identify stimulation in the low back and bilateral lower extremities. No complications were reported. On (B)(6) 2010 the patient presented for pain medicine re-evaluation with complains of low back pain with radiation into his right lower extremity. On (B)(6) 2010 the patient presented for pain medicine re-evaluation with complains of low back pain with radiation into his right lower extremity along with a new onset of sharp shooting burning pain in his right great toe. On (B)(6) 2010 the patient presented for pain medicine re-evaluation with complains of low back pain with radiation into his right lower extremity along with foot drop. He had gained approximately 70 pounds since his injury. On (B)(6) 2010 the patient presented for pain medicine re-evaluation with complains of low back pain with radiation into his right lower extremity. He reported that he had fallen on several occasions since his last visit due to his foot drop. On (B)(6) 2010 the patient presented for pain medicine re-evaluation with complains of low back pain with radiation into his right lower extremity. On (B)(6) 2010 the patient presented for pain medicine re-evaluation with complains of increased low back pain and right leg pain. He reported that he was now experiencing pain in his left leg as well. On (B)(6) 2010 the patient presented for pain medicine re-evaluation with complains of low back pain with radiation into the bilateral lower extremities. He reports that the formerly intermittent pain in his left lower extremity was now constant. His left lower extremity seemed weaker and he noted electrical sensation in his right big toe. Also, the medications were not working and he felt suicidal. On (B)(6) 2010 the patient presented for pain medicine re-evaluation with complains of low back pain with radiation into the bilateral lower extremities. On (B)(6) 2011 the patient presented for pain medicine re-evaluation and reported that approximately two weeks ago he tripped and fell landing on his outstretched arms. Since that time he noted increased back and neck pain. On (B)(6) 2012 the patient presented for pain medicine re-evaluation and reported low back pain radiating to bilateral extremities, right greater than left. He reported stiffness in neck and shoulder along with difficulty sleeping. On (B)(6) 2012 the patient presented for pain medicine re-evaluation and reported low back pain radiating to bilateral right greater than left to the lower extremities to the big toes corresponding with the l5 dermatomal pattern. He stated approximately eight weeks ago, he fell due to his drop foot on the left causing him to stumble with his arms outreached that had increased the pain in the neck and upper back. On 09/04/2012 the patient presented for pain medicine re-evaluation and reported significant pain in lower back with radiation into the bilateral lower extremities. On (B)(6) 2012 the patient presented for pain medicine re-evaluation and reported significant pain in lower back with radiation into the right greater than left lower extremity. On (B)(6) 2012 the patient presented for pain medicine re-evaluation and reported significant pain in lower back with radiation into the bilateral lower extremities. On (B)(6) 2012 the patient presented for pain medicine re-evaluation and reported significant pain in lower back with radiation into the bilateral lower extremities. There was right calf cramping and he felt a little bit numb. On (B)(6) 2012 the patient presented for pain medicine re-evaluation and reported significant pain in lower back with radiation into the bilateral lower extremities. On (B)(6) 2013 the patient presented for pain medicine re-evaluation and reported significant pain in lower back with radiation into the bilateral lower extremities and nerve pain at night. He had an episode approximately one week ago when he woke up in the morning and he had increased pain and spasm on the right side of the low back just superior to the incision. He felt a popping pain that was sore for a few days and then returned back to baseline without incident. On (B)(6) 2013 the patient presented for pain medicine re-evaluation and reported significant pain in lower back with radiation into the bilateral lower extremities and nerve pain at night. On (B)(6) 2013 the patient presented for pain medicine re-evaluation and reported significant pain in lower back with radiation into the bilateral lower extremities and nerve pain at night. On (B)(6) 2013 the patient presented for pain medicine re-evaluation and reported significant pain in lower back with radiation into the bilateral lower extremities. On (B)(6) 2013 the patient presented for pain medicine re-evaluation and reported significant pain in lower back with radiation into the bilateral lower extremities and nerve pain at night. On (B)(6) 2013 the patient presented for pain medicine re-evaluation and reported significant pain in lower back with radiation into the bilateral lower extremities and nerve pain at night. On (B)(6) 2013 the patient presented for pain medicine re-evaluation and reported significant pain in lower back with radiation into the bilateral lower extremities. On (B)(6) 2013 the patient presented for pain medicine re-evaluation and reported significant pain in lower back. On (B)(6) 2013 the patient presented for pain medicine re-evaluation and reported significantly increased pain in lower back radiating to lower extremities. On (B)(6) 2013 the patient presented for pain medicine re-evaluation and reported significant pain in lower back. On (B)(6) 2013 the patient presented for pain medicine re-evaluation and reported significant pain in lower back. On (B)(6) 2013 the patient presented for pain medicine re-evaluation and reported significant pain in lower back. On (B)(6) 2013 the patient presented for pain medicine re-evaluation and reported significant pain in lower back. On (B)(6) 2013 the patient presented for pain medicine re-evaluation and reported feeling sad and depressed. On (B)(6) 2014 the patient presented for pain medicine re-evaluation with complains of low back pain with radiation into the bilateral lower extremities. He also reported that he was having difficulty sleeping. He reported that over the last week, he had only slept approximately 10 hours. He had trialed lunesta which was not helpful. The patient also complained of constant nausea which he associated to his medications. The patient continued to feel sad and depressed.